Event description:
It was reported that the customer received a no delivery alarm and that the customer was experiencing high blood glucose levels. The customer's blood glucose was unknown. Explained the alarm and possible causes to the customer. The customer stated that the alarm had already been resolved a complete set change. Advised customer to call back if the alarm recurred in order to troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.